Event description:
The reporter stated that a needle cracked in the body of the patient during an anesthetic procedure. Additional information received via e-mail on (B)(6) 2013, the reporter stated that one of the fragments of the trocar, the needle tip, was found inserted into the fascia. The needle was removed by the surgeon. The surgeon performed minor surgery with local anesthesia and sedation. A portable x-ray was performed but was unsuccessful in visualizing the needle, due to the fact that the patient was obese. A conventional x-ray was required to visualize the fragment of the needle and to mark the location of the needle with ultrasound prior to surgery. A new surgery was scheduled for the next day. The surgery to remove the fragment of the needle was successfully with local anesthesia and sedation of the patient.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted.